Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing snapped from the bottom of the drip chamber. The following information was provided by the initial reporter: "our health care staff use the bd alaris pump infusion set (ref 2420-0007). A few weeks ago, one of the tubing sets snapped open at the bottom of the drip chamber."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing snapped from the bottom of the drip chamber. The following information was provided by the initial reporter: "our health care staff use the bd alaris pump infusion set (ref (B)(4)). A few weeks ago, one of the tubing sets snapped open at the bottom of the drip chamber."